Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting about two months ago the pt has felt that a "bite" from their implant that feels like it sends a "shock" from the implant battery and almost feels like a shock burning type of feeling. Pt felt this feeling from their implant when they were both walking and stationary. This feeling comes and goes and is random at times but has become more frequent lately. Pt reached out to their manufacturer representative over the last week but has not been able to get a hold of them. Pt mentioned that they had pain on the left side that are being treated for by a doctor by using biowave. Patient did not mention that their pain was related to device. Patient was redirected to their hcp.